Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. A review of the provided image shows the molded insulator of one of the grips has broken.

Event description:
It was reported that during a da vinci-assisted left inguinal hernia repair procedure, a piece of the force bipolar instrument broke off into the patient. The nurse manager stated that the surgeon does not know the cause of the fragment falling issue, as the event occurred at the beginning of the case, following the insertion of the instrument while maneuvering the instrument. No issues with the functionality of the instrument were noticed during the procedure, and no collision occurred between the instrument and other tools or hard materials. The fragment was retrieved using another grasper, and the surgeon confirmed its successful retrieval via x-ray. While the procedure converted to open surgery, this was due to patient organ adherence rather than the issue with the instrument, and no additional procedure was required to remove the fragment. An x-ray was performed because the case transitioned to open surgery without counting, and the x-ray results were negative. The patient tolerated the conversion to open surgery, and no injury or post-surgical complications related to retaining a foreign object were reported.

Manufacturer narrative:
Device evaluation: the force bipolar instrument was received for failure analysis. During the visual inspection, the instrument was found to have a broken grip, completely detached and separated from its base. The conductor wire on the grip was broken as result. The broken grip piece was returned with the instrument. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h11 for follow-up information.